Event description:
It was reported through the litigation process that, on (B)(6) 2023, a port was implanted via the right subclavian vein. Sometime later, the patient developed staphylococcus epidermidis bacteremia, endocarditis and thrombosis. Approximately six months and twenty-three days later, on (B)(6) 2023, the patient presented to the hospital with pulmonary embolism. Additionally, computed tomography of chest on the same day demonstrated pulmonary emboli and small pulmonary nodules. Further, blood culture on the same day confirmed candida albicans fungemia. Subsequently, the port was removed on december 28, 2023. However, the current status of the patient remains unknown.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. B3, b5, d4 (medical device lot #, unique identifier (UDI) #), g2, g3, h6 (patient, result, conclusion) section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that sometime later post a port placement, the patient allegedly developed with infection and thrombosis. However, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the physical device was not returned for evaluation. No medical record were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that, on (B)(6) 2023, a port was implanted via the right subclavian vein. Sometime later, the patient developed staphylococcus epidermidis bacteremia, endocarditis and thrombosis. Approximately six months and twenty three days later, on (B)(6) 2023, the patient presented to the hospital with pulmonary embolism. Additionally, computed tomography of chest on the same day demonstrated pulmonary emboli and small pulmonary nodules. Further, blood culture on the same day confirmed candida albicans fungemia. Subsequently, the port was removed on (B)(6) 2023. However, the current status of the patient remains unknown.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, medical record was provided for review. Medical record alleges that, a powerport bard implantable port was implanted via the right internal jugular vein, in patient with a history of vascular ehlers danlos syndrome. Six months and three weeks and two days later, the patient was admitted to the hospital with pulmonary embolism and had preexisting, untreated staphylococcus epidermidis bacteremia and endocarditis. The patient was found to have dyspnea and chest pain for last few days. CT chest on the same day demonstrated moderate burden pulmonary emboli involving the right upper, middle, and lower lobes with associated mass like right lower lobe consolidation (possible pulmonary infarct), right hilar soft tissue prominence suggestive of adenopathy, and additional small pulmonary nodules, that may be septic. Further, blood culture on the same day confirmed candida albicans fungemia. Subsequently, the port was removed three days later due to fungemia. The catheter tip was trimmed and sent for culture, which resulted positive for candida albicans. Therefore, it can be confirmed that the patient experienced fungal infection, sepsis, bacteremia, endocarditis, thrombosis and pulmonary embolism. However, the relationship to the port is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g2, g3, h6 (method, result, conclusion) section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.